Event description:
It was reported that approx. 26 months after the implantation a sudden increase of right ventricular impedance and high thresholds were noted. The rv lead was capped and a new lead was implanted with satisfactory values tested through the psa analyzer. After pacemaker reconnecting the lead impedance and threshold measurements were too high again. The physician concluded that the device should be exchanged and replaced it with a competitors product.

Manufacturer narrative:
The lead was not returned for an analysis. Therefore, this report refers only to the pacemaker analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. Further evaluation of the device data showed an increase of the ventricular lead impedance with a subsequent lead failure in bipolar and unipolar configuration, confirming the clinical observation. However, based on the pacemakers memory, during the reported lead revision on (B)(6) 2018 a valid lead impedance in bipolar configuration was measured. However, the follow-up from this date was not available for an analysis. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.